Manufacturer narrative:
Although the low flow alarms resolved with increased fluid intake, and there was no indication of any lvad equipment or position issues; this event is conservatively reported for potential positioning issues due to the instruction to the patient not to lay on their left side at night time, and the fact that they have been on lvad support since (B)(6) 2014 with no previous similar reported events. (B)(4). Approximate age of device - 2 years, 8 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient came in for a routine clinic visit and multiple low flow alarms were observed in the patient history log. A log file reviewed by the manufacturer¿s technical service representative confirmed the low flow events. There was no indication of an lvad equipment contributing to the low flow events. On (B)(6) 2017 the low flow alarms had resolved by increasing oral intake. The patient was instructed not to lay on their side at night time. No changes were made to the pump settings. No additional information was provided.

Manufacturer narrative:
The evaluation of the submitted system controller log files confirmed the report of low flow alarms. The submitted log file contains data from (B)(6) 2017 03:45:52 am through (B)(6) 2017 12:57:07 pm. Throughout the data, 12 transient low flow hazard alarms were captured on (B)(6) 2017, corresponding with the estimated flow decreasing to 2.4 lpm (below the low flow threshold of 2.5 lpm). Despite the observed parameter changes, the pump appeared to have operated as intended above the low speed limit throughout the duration of the log file. A specific cause for the events could not be conclusively determined. In addition, a direct correlation with the device could not be conclusively established through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.